Event description:
It was reported that the patient had an ambicor penile prosthesis implanted on (B)(6) 2020. Five weeks following the implant, the patient experienced post op bruising and swelling. The patient also reported some persistent partial auto inflation along with some focal pain on the left side of the scrotum. The pump felt attached, creating pain. The patient indicated the pump was adhered to his left testicle causing him great pain. The patient spoke to his physician who indicated is was part of the healing process. The patient went to his primary physician for antibiotics as he believed he had an infection. An ultrasound showed a complex cyst. The patient was also depressed. The patient was expected to seek a second opinion from another physician.